Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was explanted due to a visual abnormality under fluoroscopy. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the legal claim letter indicated the patient received inappropriate high voltage shocks from the lead, and the lead was noticed to be fractured.

Event description:
Additional information from the legal document indicated that the right ventricular lead suspected to exhibit externalized conductors.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the legal document indicated that the right ventricular lead failed to convert ventricular tachycardia, and at least one episode of vt was converted to ventricular fibrillation.